Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm regarding complaint involving a probe. Complaint form sent for details. Per complaint form: upon inserting the probe into the patient's l5 pedicle, the tip of the probe broke off in the bone. The tip was retrieved.

Manufacturer narrative:
(B)(4). One (1) thoracic straight probe (product code: 2797-02-030n, lot #: gm4289601) was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located approximately at 40mm from driver¿s distal tip. The second half of the tip was not provided for this analysis. Device was then sent to michael toto, a senior research engineer for fracture analysis. The fracture analysis revealed evidence of plastic deformation and rough appearance across the entire surface indicating that the probe underwent static overload failure. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the thoracic straight probe tip breakage intra-operatively. However, the fracture analysis report suggests the probe underwent static overload failure. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.